Event description:
A female patient underwent a liver biopsy in 2009. After the physician punctured the liver with the needle and inserted the catheter and wire guide, as they tried to removed the device, a portion of the catheter sheared off in the patient. The needle was in place; when the catheter was removed, it is possible they may have attempted to remove the catheter first. At this time, it is believed there was no harm to the patient.

Manufacturer narrative:
Lot - unknown as not provided by reported. Expiration - unknown. No product was returned to assist in this investigation. Each device is 100% visually inspected for bumps, dents, kinks, and excessive roughness and that the braided wires are not exposed. Each bond is also 100% visually examined for cracks, peeling or exposed wires and a pull test performed on bonded shaft. Tensile testing of catheter shaft/tip bond is also performed. Each device is shipped with instructions for use (IFU), that states in the precaution section to use extreme care during manipulation and withdrawal due to thin wall construction. Per the description of the complaint "the needle was in place; when the catheter was removed, it is possible they may have attempted to remove the catheter first". The separation may have occurred when the catheter withdrawn while the needle was still in place. We will continue to monitor for similar complaints.